Event description:
Pt on dialysis for 5 min, blood leak alarm activated. Positive hemastix at drain lines x2 and from outflow port (pink), dialysate sample port. Blood lines clamped and pt disconnected from set-up. Estimated loss of blood at 250cc.